Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Event date is estimated .

Event description:
It was reported initially that patient had a wound discharge from the ipg pocket site and later suspected as infection. Patient was hospitalized and treated for infection. The patient may be awaiting surgical intervention to explant the system at a later time .

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that the patient had the system explanted due to infection on (B)(6) 2020. Patient was treated with antibiotics for 14 days. Patient is feeling better after the explant .patient was also hospitalized for 2 weeks.